Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the left ventricular (lv) lead exhibited failure to capture in all vectors at maximum output. Chest x-ray and fluoroscopy confirmed that the lv lead had dislodged, it was pulled back into the coronary sinus (cs). The device was therefore programmed to right ventricular (rv) only pacing, the lv lead was eventually explanted and replaced. The patient remained stable throughout the procedure and was asymptomatic.